Event description:
Same case as MFR report #: 2134265-2011-01716, 2134265-2011-01718, 2134265-2011-01719. Same patient as MFR report #: 2134265-2010-01006, 2134265-2010-01007, 2134265-2010-01008. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed stenosis requiring treatment. The index procedure treated three target lesions. Target lesion one was 57.8mm in length with 100% de novo stenosis of the proximal rca (right coronary artery). Treatment consisted of predilation, placement of three overlapping taxus express2 stents (two 3.0x32mm and one 3.5x12mm), and post dilation resulting in 8% residual stenosis and improved timi flow from 0 to 3. Target lesion two was 2.5x16.5mm with 55% de novo stenosis of the distal rca. Treatment consisted of predilation, placement of a 2.5x16mm taxus express2 stent, and post dilation resulting in 0% residual stenosis and maintaining timi 3 flow. Target lesion three was 2.8x8.4mm with 53% de novo stenosis of the proximal left circumflex. Treatment consisted of direct stenting using a 3.0x8mm taxus express2 stent resulting in 22% residual stenosis. Additionally, a non-target lesion in the inferior septal artery was treated with two non-bsc stents. The patient was discharged one day post procedure on bayaspirin and plavix without complications. In (B)(6) 2010, the patient returned with no ischemic symptoms. The 3.6x9.3mm proximal rca was found to be 72% stenosed with timi 3 flow. Balloon angioplasty was performed with 25% residual stenosis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).